Manufacturer narrative:
The complaint samples received were reviewed following sterilization and it was revealed both fiber units which were noted to be broken were used by the customer. The unit which was not used as verified by the rfid tag was noted to be a lot from 2017 and therefore would not have been able to be used by the customer. It is acknowledged all holmium fibers are 100% power tested and visually inspected prior to release which confirms the operational capacity and state of the fiber. Additionally, the usage of the two fibers which exhibited mechanical breaks was evidence the the fibers were in a state of operation prior to being broken. It is recognized the likely root cause was related to the handling or application method of the laser fiber device. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. No patient impact was reported by the complaint facility.

Event description:
A notification was received regarding 3 holmium fiber units which were reported to be "broken". No patient impact was reported.